Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A senior ophthalmic sister reported that a patient presented with hazy lenses after a bilateral intraocular lens (iol) implant surgery. Additional information was received from the ophthalmologist who clarified that the iol showed concentrated 'glistening' on both sides. The details of surgery were not available nor the iol particulars, as the records were not available. The ophthalmologist would visit the patient again in 3-4 months. This is one of two medical device reports being filed for this patient. This report is for the patient's left eye.